Manufacturer narrative:
Per the tandem user guide - do not expose your pump, transmitter, or sensor to: » x-ray » computed tomography (CT) scan » magnetic resonance imaging (MRI) » positron emission tomography (pet) scan » other exposure to radiation no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 13mg/dl and disorientation. The cause of the low bg was unknown. Bg was addressed via intravenous dextrose and saline. Reportedly, the customer left the ER the following day with the issue resolved and no permanent damage.